Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4024-58, implantable pacing lead, (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis of the device memory indicated session information not recorded after 2011 with no capture management measurements.

Event description:
It was reported that the device had a stuck reed switch. The battery voltage remained unchanged but battery impedance had been increasing. The time to elective replacement indicator (eri) was accelerated. During the procedure, the device displayed inhibition of pacing when electro cautery was used. When electro cautery was stopped, the pacing continued to be inhibited for a prolonged pause of 10 to 12 seconds. The physician placed a temporary pacing wire through the groin and finished the procedure. The device was explanted and was replaced. No patient complications have been reported as a result of this event.